Event description:
It was reported that the device produced an error 5 after using it for a few minutes. It was cleaned and reattached, but the same problem occurred. A new handpiece and another generator was used, but error 5 was displayed. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
The device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The device was tested on a generator and no error codes were received. Upon further testing with a generator it was concluded that there was a switch failure due to intermittent contact between the hand piece and the instrument. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. Complaint information is trended on a regular basis to determine if further investigation is warranted.